Event description:
It was reported that stent dislodgement and embolization occurred. The target lesion was located in the right coronary artery (rca). A 6f jr4 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.50m x 20mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was retracted back into the guide catheter and lost pace in the guide catheter and guide wire. The device was repositioned utilizing an x-ray and noted the stent on the stent delivery system (sds) balloon within the guide catheter. However, while trying to manipulate the device back in place, the stent detached from the sds balloon and floated down the leg and ended in the left profunda. The detached stent was successfully retrieved using a non bsc snare. The lesion was predilated and the procedure was completed using a 2.75mm x 24mm promus premier¿ stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. The entire length of the stent was damaged with the stent struts deformed, distorted and stretched. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink in the outer and inner shaft; 91mm distal from the port bond skive. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur¿. (B)(4).

Event description:
It was reported that stent dislodgement and embolization occurred. The target lesion was located in the right coronary artery (rca). A 6f jr4 non bsc guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.50m x 20mm promus premier stent was advanced but was not able to cross the lesion. The device was retracted back into the guide catheter and lost pace in the guide catheter and guide wire. The device was repositioned utilizing an x-ray and noted the stent on the stent delivery system (sds) balloon within the guide catheter. However, while trying to manipulate the device back in place, the stent detached from the sds balloon and floated down the leg and ended in the left profunda. The detached stent was successfully retrieved using a non bsc snare. The lesion was predilated and the procedure was completed using a 2.75mm x 24mm promus premier stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).